Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
The core micro drill was sent for eval because it was smoking. The event occurred prior to the procedure; another device was used for the procedure. No adverse event was associated with the device.